Event description:
Resident found on floor in front of auto lift recliner. As per the resident, resident fell from chair as it failed to stop in its upward motion. Recliner was in the highest position and was stuck in this position.